Event description:
The patient came in presenting knee laxity and the cause is unknown. There were no indications of trauma. At about 10 months from primary the surgeon revised the gmk-sphere 11mm insert to a gmk-sphere 13mm insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11 march 2026: lot 2421793: (B)(4) items manufactured and released on 11-sep-2024. Expiration date: 2029-sep-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.